Event description:
During a sternal closure procedure, the application instrument for sternal zipfix would not tension the zipfix implants. The surgeon manually activated zipfix implant to complete the procedure.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment. Manufacturing performed a visual inspection and no discrepancy could be detected. A function test was performed by product development and the device was functional as required. Two implants were tensioned and cut with the returned instrument as per the technique guide. No damage, functional issues or discrepancies were found on the returned instrument.